Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a white screen when it was powered on. The device beeped 6 times and the service led came on. A white screen is indicative for a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer for use.